Manufacturer narrative:
The customer stated that quality controls were acceptable. The sample centrifugation speed may have been more and the centrifugation time may have been less than what is recommended by the tube manufacturer. The field service engineer returned to the site and determined the vacuum line on the rinse nozzle was punctured, leaking detergent into cells. The rinse tubing was repaired and adjusted. The investigation determined the service actions resolved the issue. The following medwatch fields have been updated. Medwatch fields d1, d2, d2b, d4, g1, and g4 have been updated.

Manufacturer narrative:
The field service engineer suspected the electrode was bad. The electrodes and a nozzle were replaced. Precision studies were performed. Ise checks were performed and passed. The customer ran controls and stated they were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter states they have been having ongoing issues with patient sample recovery for ise indirect na, k, cl for gen.2 on a cobas 6000 c (501) module. Starting around (B)(6) 2021, they have been getting na results of > 180 mmol/l on patient samples. Specific data was provided for two patient samples with discrepant na results. The date of the event is not known. The initial values were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. The first affected patient sample initially resulted in a na value of 154 mmol/l. A second sample was collected from this patient and resulted in a na value of around 143-140 mmol/l. The original sample was then repeated, resulting in a value which matched the value measured on the second sample. The second affected patient sample initially resulted in a na value of 158 mmol/l on (B)(6) 2021 and repeated with a value of 141 mmol/l. The repeat value was reported outside of the laboratory. The serial number of the c501 analyzer is (B)(4).